Event description:
Error message 17 (battery charge); per customer "it will beep really loud, the beep will stop when we press the on/off button". More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was reviewed and the reported error 17 described in complaint was found multiple time in the log file, therefore the reported event is confirmed. The reported device was not sent to france for investigation, as repairs were carried out locally by infusystem. During servicing, the indicated problem was checked and it was found that the pump was triggering error 17. To solve this, the power supply board was replaced. The defective spare part was received at brézins for investigation. During the visual control, it was found that the power supply board was received without its associated bracket. After a visual inspection by our investigator, he found that the power board was compliant and no components was damaged. He started with a global functional check (8/9/10/21/24) in the maintenance menu which were successful. Then he did a test run in a machine to check the complaint and after 40 minutes, the error 17 occured. Therefore, the reported complaint was confirmed and the root cause of this technical error was due to a weakness in one of the components of the card loader. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.